Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic colectomy, the handle was removed from the charger after the charging was completed, and the operation sound was heard at that time. The handle was inserted into the power shell and the adapter was attached. (At that time the operation sound was also heard.) When the cartridge was trying to be loaded after standby for a while, the operation sound was not heard. When checking, the handle was in a completely blackout status and did not work at all, and the screen did not display either. The product was stopped using and an ultra handle was used. The handle was taken to an unclean field. When it was received by the sales rep, the upper part of the handle (the touching part where between the thumb and forefinger while holding it) had an unusual heat. After that, when the handle was set to the charger, although the flashing indicating under charging was seen, the handle did not work at all. There was no patient injury.